Event description:
Information received indicates the stretcher will not go into the trendelenburg or reverse trendelenburg position.

Manufacturer narrative:
The technician found the right gas cylinder was sticking. The technician replaced the cylinder to repair the stretcher.